Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and peripheral neuropathy. Compatibility guidelines were requested regarding a MRI. It was unknown if the MRI was related to a problem with the device or therapy. It was reported the patient said the pump had been empty since roughly 2013 and the pump had been inactive due to end of service (eos) . No medical symptoms were reported the event date asked and unknown, but was ¿roughly 2013.¿ additional information was received from a healthcare provider (hcp) indicated they did not know if the therapy was discontinued prior to the pump running empty. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.